Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated a finger stick reading was taken and it was 120 mg/dl; however, she did not indicate why her blood sugar was checked. Then the patient stated they had to lay down because they were feeling nauseous and started throwing up. The patient¿s daughter who was with her, came to check on the patient and stated the cgm was displaying a value between 105-120 mg/dl and when they checked her finger stick reading the bg meter was displaying 69 mg/dl. The patient stated she was unable to help herself and her pump was still giving her basal rate, so her daughter took the pump off. The patient felt like they couldn¿t swallow or anything and felt like they were going to throw up so her daughter gave her sugar along her gums so it can dissolve in her mouth. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.